Event description:
The event is reported as: "complaint alleges that the circuits leaked during pre-test." No pt injury reported.

Manufacturer narrative:
Sample has been received by manufacturer but investigation is incomplete at this time. The device history report (DHR) report has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications.